Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: customer quality investigation: visual inspection: visual inspection performed on the provided device images observed broken distal tip. No further issues were noted. The complaint condition agree with the reported device condition and the complaint condition was confirmed. Dimensional analysis and document/specification review: dimensional inspection was not able to be performed as device was not returned. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The material was reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. Conclusion: a definitive root cause for the device breakage could not be determined from the provided information. However, it is likely that any unintended excessive forces during usage could have contributed to this complaint condition. The overall complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot. Part: 310.508. Lot: f-13998. Manufacturing site: selzach. Supplier: sphinx werkzeuge ag. Release to warehouse date: 14. Feb. 2013. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent a standing arthrodesis procedure. During the procedure, a flute drill bit was damaged. The tip of the drill bit broke at the time of drilling, or piercing, the hallux bone valgo. The damaged drill bit was in the compfoot implant titanium box. There were no fragments generated from the broken device. Another drill bit of the same diameter was used to complete the procedure. There was no surgical delay reported. There was no adverse consequence reported. Concomitant device reported: unknown drill (part# unknown, lot# unknown, quantity# 1). This report is for one (1) 1.8mm 2 flute drill bit 96mm/ w/marking. This is report 1 of 1 for (B)(4).